Event description:
Another MFR's stent was pre-mounted on this balloon catheter. During deployment of the stent, the stent slipped proximally resulting in inappropriate stent placement. Another stent was placed just distal to the first stent without incident. There were no pt complications involved and the procedure was completed successfully. The device was destroyed by the user facility. Therefore, no failure analysis was available. No malfunction of the device was noted. It was indicated this device was used to deploy another MFR's stent in the vasculature. This is a non-indicated use of this device. Directions for use state: balloon dilation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those in these instructions is not recommended.